Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The investigation began with a review of the manufacturing and testing records available for axsym troponin-I adv reagent lot 59905jn01. This review did not reveal any events or issues that could impact the performance of this lot. An analysis of the final product release test data was also completed and revealed that the reagent lot met all specifications. This lot is also part of an in-house stability program. No degradation of this lot has been observed and this lot's performance is comparable to other lots of this assay manufactured. A review of customer complaints did not find a trend for this customer's or any other customer related issues. The investigation demonstrated that axsym troponin-I adv assay lot 59905jn01 is performing within its intended use, label claims and specifications. No deficiency related to the performance of the device was identified. This is a final report.

Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The customer states that one female patient generated the following axsym troponin-I adv assay results over a 30-hour period (results are in the sequential order of draw): <0.02, 0.94, <0.02, 1.42 (and retested three hours later = 1.24), 1.23, and 0.38 ng/ml. All samples were drawn in lithium heparin collection tubes. No additional patient information is available. This same patient was in the hospital one month earlier and generated an axsym troponin-I assay result of 1.3 ng/ml with a negative troponin-t result. The customer sent one of the samples to a reference lab and received a preliminary report of a result around 1.0 ng/ml. There is no impact to patient management reported.